Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to update pump software and perform pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.